Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Before the implantation procedure, lead polarity was programmed to bipolar for automatic detection at implantation. Patient had an intrinsic escape rhythm of 30 bpm. Reportedly, there was no pacing after connecting the ventricular lead to the pacemaker. The pacemaker was then positioned on the sterile blanket covering the patient's chest. After 20 seconds at least, the physician decided to put the device in the pocket. Pacing with large spikes was observed at a lower rate, probably in unipolar. The device was removed from the pocket; pacing was observed at 60 min-1, probably in bipolar (smaller spikes). The device was re-interrogated after the implantation, and auto-launch programming was performed. A 4-second pause was then observed in the ECG.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Before the implantation procedure, lead polarity was programmed to bipolar for automatic detection at implantation. Patient had an intrinsic escape rhythm of 30 bpm. Reportedly, there was no pacing after connecting the ventricular lead to the pacemaker. The pacemaker was then positioned on the sterile blanket covering the patient's chest. After 20 seconds at least, the physician decided to put the device in the pocket. Pacing with large spikes was observed at a lower rate, probably in unipolar. The device was removed from the pocket; pacing was observed at 60 min-1, probably in bipolar (smaller spikes). The device was re-interrogated after the implantation, and auto-launch programming was performed. A 4-second pause was then observed in the ECG.